Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection of the device identified that the door latch was broken, confirming the customer reported condition. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a damaged door. There was no patient involvement. Additional information was requested and is not available.